Manufacturer narrative:
Visual analysis was performed on the returned product. The reported stretched tip coils were confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported event description and evaluation of the returned unit, the reported tip coil damage was likely due to inadvertent mishandling during preparation and removal from the tray. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction: medical device problem code 1069 was removed and code 1601 was added.

Event description:
Subsequent to the initial report being filed, it was reported that coils of the barewire were stretched and not broken. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported after inserting the filter into the delivery catheter (dc) pod of the large emboshield nav 6 embolic protection system (eps) the tip of the barewire was noted to be broken apart. Therefore, eps was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.